Event description:
It was reported that the patient's controller had been acting "funny and slow" while recharging their ins. They tried taking the battery out of the controller which did not resolve their issue. When recharging, the patient had seen a "low battery, replace the recharger battery soon" message and they had also gotten stuck on 50% charge for about 40 minutes until they reset the controller. The recharger did not have any damage and they noticed it getting warm but not hot while recharging. The controller port looked good. They also mentioned that they had a belt replacement due to the elastic being tore. Additional information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the patient had issues with the patient controller. The caller indicated that the recharger was replaced but that has not resolved the issue. The patient described the same issue, the controller shows the poor recharge quality message and the replace controller batteries message when attempting to charge. The patient indicated that to resolve the issue they remove and reinsert the controller battery. The caller also indicated that the controller is not holding a charge. During the call the caller connected the controller to the ac adapter and the controller was charging normally with the green light blinking. The controller showed the implant (ins) was at 80% charged and the controller was 80% charged. Tss had the caller start a charging session with the ins. The caller indicated that the recharger connected normally and displayed excellent charging status. The caller indicated that the pins in the battery compartment look uniform. At the time of the call there was no problem with the external components. A replacement battery pack was sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97745bp lot# serial# (B)(6). Product type accessory product ID 97755 lot# serial# (B)(6).product type recharger product ID m943899a serial# unknown product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3. Analysis was performed on [product ID: 97755, serial/lot #: (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.